Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, that during use on the patient`s stomach, the device seemed to malfunction. Another device was opened and used and returned to the company as well. Further information is not available at this time. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: (B)(4). Shrouds. The analysis results found that one ec60 device a was returned in good visual condition and with no cartridge reload present. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Event could not be confirmed as no cartridge was received for analysis. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that an ec60 device (b) was received in good visual condition and with a ecr60g partially fired reload present. The firing mechanism was noted to be damaged. The device was disassembled to verify the internal components and the right and left shroud retention boss's were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the shaft is retained in the shrouds by the two bosses. The knife can be restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. The damage to the shroud's shaft retention bosses would allow the shaft of the device to translate forward during closure. This translation of the shaft would not allow the firing trigger to advance the firing links fully on the first stroke. Therefore, the second firing link would not be advanced fully into the proper position. This would lead to the devices inability to advance beyond the first firing stroke. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached on how the shroud retention boss's became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4).